Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; partial lead in segments returned and analyzed. Evaluation summary: (B) (4) distal conductor connector pin bent. Upon inspection it was noted that the distal conductor pin of the lead was bent. Upon visual inspection it was noted that the lead was damaged during the implant process.

Event description:
It was reported he model 6945 lead was explanted and replaced due to sensing difficulty, noted as low r waves, and high thresholds and model 6935 lead was not used because the dr noticed the connector pin was bent, prior to implant attempt. No patient complications have been reported as a result of this event.